Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain, vomiting, and turbid fluid. The same day as event onset, the patient was hospitalized for the event. The cause of peritonitis was unknown. On an unreported date the patient began treatment with an injection ceftazidime (1 gm, once daily, route and duration not reported) and an injection vancomycin (1 gm everyday, route and duration not reported) for peritonitis. At the time of this report, the peritonitis was resolving. Pd therapy was ongoing. No additional information is available.